Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the acute dialysis catheter has fallen out of the patient. The catheter was sutured in appropriately but came dislodged from the wings that anchor the catheter with sutures.